Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, the user had login issue with biometric identification. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e other occupation a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was in need someone to dial in and reboot the station. A technical support specialist found that the customer reported issues with the station and requested a reboot. The station was rebooted as requested. No further response was received from the customer after several days. Proceeding to close the case.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, the user had login issue with biometric identification. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delay, no adverse events or injuries reported based on this event.